Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator reverted to backup vvi operation following a cybersecurity upgrade. A device software download was performed successfully. It was noted that the clinic opted to not reattempt the cybersecurity upgrade immediately. No further information was reported.